Manufacturer narrative:
Attempts have been made to try to obtain repair information but no response received from the customer.

Event description:
It was reported that the ventilator generated an error alarm relevant to no oxygen (o2) pressure and high o2 pressure. The ventilator was not in use on a patient at the time of the event occurred.